Manufacturer narrative:
Device was not returned for evaluation. Inconclusive, investigation on-going. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instruction for use).

Event description:
Proxy biomedical was notified on the (B)(4) 2014 via email by the polyform distributor ((B)(4)) that they have received a complaint on the (B)(6) 2014 regarding a polyform product from a pt's legal representative. The complaint states that following implant of polyform mesh the pt suffered an injury. The date of implant of the mesh is (B)(6) 2008. The pt is identified as "(B)(6)". The pt's date of birth is unknown; her weight and height details have not been provided. The hospital where the implantation procedure took place is (B)(6), USA, the physician is dr. James (B)(6). The implant involved in this complaint is a polyform synthetic mesh - the part number and lot numbers are unknown.